Event description:
During a preoperative check of the equipment, customer reportedly noted output of the vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to vaporizer svc ctr in japan for investigation. The unit was tested and the output was found to be low to spec. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Properl assembly methods for the thermostat have previously been reviewed. Additionally, work instructions were previously amended to include add'l steps to help prevent thermostat cover gasket interference. Date of initial report into ohmeda japan - 4/2/98. Date of initial testing by svc ctr in japan - 5/18/98. Confirmation of reportable event - 10/12/98.